Event description:
A surgery on the lumbar spine for an l2-s1 fusion (for a tumor at l4), with intended placement of 8 pedicle screws for fixation, was performed with the aid of the display by the brainlab software spine & trauma 3d navigation 1.5. During the procedure the surgeon: positioned the patient prone on the or table, performed the initial incision and exposure, and attached the navigation reference array on the spinous process of l2 performed the initial patient registration on a pre-op CT using the navigated brainlab pointer, acquiring registration points on the bony surface of the patient's l3 vertebra (spinous process and laminae) to match the display of the navigation to the current patient anatomy, and verified the accuracy of the registration and accepted it to proceed. Calibrated the brainlab drill guide and a non-brainlab screwdriver to the navigation and accepted the accuracy of the calibrations to proceed. Aligned a drill through the navigated drill guide to create pilot holes in the pedicles bilaterally at l2 and l3, and used the navigated screwdriver to place the screws down the prepared paths. Moved the navigation reference array to the spinous process on l5, performed a new registration in the same manner as before but collecting registration points on l5, and verified and accepted the registration to proceed. Prepared pilot holes and placed screws in the pedicles of right l5 and s1 using the same surgical workflow and navigated instruments as before. Verified the accuracy of navigation at left l5 and s1 prior to preparing pilot holes, and determined the accuracy was not sufficient in these locations. Performed a new registration in the same manner as before acquiring points on l5, and verified and accepted the accuracy of the registration to proceed. Prepared pilot holes and placed screws in the pedicles of left l5 and s1 using the same surgical workflow and navigated instruments as before. Acquired fluoroscopic images to verify all of the screw placements, and determined the right s1 screw was placed too cranial than intended, and also decided to adjust right l5, which was done without removing the screw and without navigation. Performed a final registration in the same manner as before but acquiring points on s1, and accepted and verified the accuracy to proceed. Removed the screw from right s1, and created a new pilot hole and replaced (repositioned) the screw using the same surgical workflow and navigated instruments. Further fluoroscopic imaging confirmed all screws were placed in the correct positions. Completed the rest of the surgery as planned. According to the surgeon: the misplaced screws were detected during the surgery using fluoroscopy and were replaced (repositioned) during the very same surgery. There was no actual harm/negative clinical effect to the patient due to the incorrect screw placement and/or other unintended steps performed with the aid of navigation, nor were there any negative clinical effects to the patient as a result of the prolonged surgery/anesthesia of 10 minutes. The outcome of the surgery was successful as intended. There were no further medical/surgical remedial actions necessary, done, or planned for this patient. Hospitalization was not prolonged either.

Manufacturer narrative:
Outcomes attributed to adverse event, type of reportable event: a risk to the patient's health could not be excluded for these specific circumstances, since screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the misplaced screws were detected during the surgery using fluoroscopy and were replaced (repositioned) during the very same surgery. There was no actual harm/negative clinical effect to the patient due to the incorrect screw placement and/or other unintended steps performed with the aid of navigation, nor were there any negative clinical effects to the patient as a result of the prolonged surgery/anesthesia of 10 minutes. The outcome of the surgery was successful as intended. There were no further medical/surgical remedial actions necessary, done, or planned for this patient. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the reported misplacement of the right s1 screw (and the potential misplacement of the right l5 screw) was an insufficient distribution of points acquired by the user for patient anatomy registration to navigation that did not follow brainlab requirements. The overall distribution of points were not equally distributed on the bone (left/right sides), with no points acquired at varying depths (e.g. Sides of spinous process), and one of initial points likely acquired on a different level (l4) than where the reference was placed on (l5). This caused the navigation software to not find an as accurate match in the region of interest as desired for this specific procedure between the preoperative image data set and the actual patient anatomy. Apparently, the resulting deviation in navigation was not detected by the user with the appropriate and necessary verification checks after registration (at the verification steps) and/or prior to (and during) planning and placing the screw at right s1 and l5. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Recall (if recall number is given) or correction/removal number (if given): brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.